Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
(B)(6). Occupation is lay user/patient.

Event description:
The patient stated that his results were too high on the coaguchek in range meter serial number (B)(4) compared to results obtained in the laboratory with the dade innovin method on a cs5100 sysmex analyzer. The patient stated that he had two strokes due to receiving the high results. The patient provided data for two comparisons that were performed between the meter and sysmex analyzer. Of these two comparisons, one result from the meter was erroneous. On (B)(6) 2018 at 08:00 a.m., the patient tested a sample on the meter and the result was 2.9 inr. At the same time, a venous sample was collected from the patient and tested on the sysmex analyzer, resulting as 2.2 inr. On (B)(6) 2018 at 08:00 a.m., the patient tested a sample on the meter and the result was 2.8 inr. At the same time, a venous sample was collected from the patient and tested on the sysmex analyzer, resulting as 2.2 inr. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's product was requested for investigation and replacement product was sent to the patient. The patient stated that he performed some comparison measurements between the older meter and the replacement meter. The results were comparable. Several attempts were made to obtain the following information related the event: inr results at the time of the stroke events, a timeline of the stroke events, patient medical history, the patient's current status, further diagnostic results of the patient, and details of treatment/hospitalization the patient received. No further information has been provided. Relevant retention test strips (lot 304971) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.